Event description:
A plasma blade was prepped in normal fashion and plugged into the unit. The button for the cut function didn't initiate the device to work. There is a sound that it normally makes and no sound came when the button was pushed, nor would the device cut. It did not work, however the "coag" button worked. So another device from a different lot# was used and worked fine. The pt did well through the procedure.